Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the southlake regional hospital in canada received a transmission via the latitude remote patient monitoring system for a subcutaneous implantable cardioverter defibrillator (s-ICD) alert. The alert indicated three inappropriate shocks were delivered due to a small qrs and t wave oversensing. Additionally, four untreated episodes were recorded, also due to a small qrs and t wave oversensing. It was also observed there has been a significant change in r wave amplitude compared to the presenting electrogram (egm). When the hospital called the patient, they learned the patient was in portugal, and the patient was provided with a list of centers they can go to in portugal for a device check. Technical services was also consulted and noted the patient may have developed a new bundle branch block (bbb). The chest x-ray from implant was sent for review, and technical services confirmed the device is optimally placed. The patient will be in portugal for another week and was encouraged to seek care there if further inappropriate shock therapy occurs. Otherwise, the patient will be seen upon their return to canada. No additional adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the (B)(6) hospital in canada received a transmission via the latitude remote patient monitoring system for a subcutaneous implantable cardioverter defibrillator (s-ICD) alert. The alert indicated three inappropriate shocks were delivered due to a small qrs and t wave oversensing. Additionally, four untreated episodes were recorded, also due to a small qrs and t wave oversensing. It was also observed there has been a significant change in r wave amplitude compared to the presenting electrogram (egm). When the hospital called the patient, they learned the patient was in portugal, and the patient was provided with a list of centers they can go to in portugal for a device check. Technical services was also consulted and noted the patient may have developed a new bundle branch block (bbb). The chest x-ray from implant was sent for review, and technical services confirmed the device is optimally placed. The patient will be in portugal for another week and was encouraged to seek care there if further inappropriate shock therapy occurs. Otherwise, the patient will be seen upon their return to canada. No additional adverse patient effects were reported. This s-ICD remains in service.